Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. While loading a new cartridge, customer did not observed drips of insulin dripping out of cartridge pigtail during the fill tubing sequence. Another cartridge was filled successfully; however, no insulin was observed exiting the non tandem infusion set tubing. The customer reverted to manual injections for insulin therapy. Upon follow up, the customer reported a supply change was performed resolving the issue. Customer's blood glucose level was 280 mg/dl.